Event description:
It was reported that an unspecified bd pen needle had an issue with the cannula breaking off and being difficult to remove. It was reported by the distributor: rear cannula end is broken & gets stuck.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified bd pen needle had an issue with the cannula breaking off and being difficult to remove. It was reported by the distributor: rear cannula end is broken & gets stuck..

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-03. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken ¿ the broken npe canula appeared to have been bent prior to breaking. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. Bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle had an issue with the cannula breaking off and being difficult to remove. It was reported by the distributor: rear cannula end is broken & gets stuck.